Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating. Upon dissection of the pump, it was determined that the fluid loss was due to the tubing coming from the pump had separated and leaked fluid. The ipp was explanted. There were no patient complications reported.